Manufacturer narrative:
Based on the complaint report, the angiogram taken after manta deployment revealed occlusion of the vessel. A balloon was inflated to clear the occlusion. A follow-up angiogram showed improved flow with no sign of ischemia, and what appeared to be a small dissection. The root cause of the occlusion requiring a balloon inflation is likely due to a dissection. Dissections are a common event for large bore procedures. It is inconclusive if the dissection was caused during the procedure or by the manta closure device. The following adverse events related to the deployment of vascular closure devices have been identified in the IFU: "local trauma to the femoral or iliac artery wall, such as dissection; accidental positioning of some or all of the collagen plug within the femoral artery, leading to ischemia or stenosis; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, etc., possibly requiring blood transfusion, surgical repair, and/or endovascular intervention." The risk documentation has been reviewed and confirmed this is a known risk. The occurrence rate for this type of incident remains below current risk documentation acceptable levels. The device history record was reviewed, and no non-conformities were identified. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
An investigation has been opened to review device history record, risk documentation, and case imaging. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury during a procedure where a manta vcd was used for closure of femoral access. The patient required medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The manta instructions for use lists potential adverse events related to the deployment of vascular closure devices including complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.

Event description:
The patient underwent a transcatheter aortic valve replacement (tavr) procedure on (B)(6) 2020. The patient's artery reportedly measured >6.0 mm with no calcification. The procedure sheath was a 14f e-sheath. The deployment depth for manta vascular closure device (manta) was measured and deployed at 6.0 cm. After the manta was deployed for femoral access closure, the operator completed a contralateral angiogram which showed the femoral vessel occluded. The operator inflated a 6.0 cm balloon at the occlusion and there was positive blood flow. The operator then inflated an 8.0 cm balloon to achieve better flow. It was reported that everything was fine afterward with no decrease in pedal pulses and no signs of ischemia. The patient's condition was reported as "fine."